Manufacturer narrative:
This initial emdr is being submitted to the FDA for a reportable event that occurred outside the USA. Injector malfunction is indicated as a potential malfunction related to the iol, as stated under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurred in (B)(6). Clogging. Iol got stuck during slider advancement; slider cannot advance. Update (B)(6) 2024: the iol was inserted into the patient's eye. It was observed that the first haptic and a portion of the iol remained inside the injector. The other portion remained in the patient's eye. Problem code: a050301 - failure to eject.

Manufacturer narrative:
This follow-up report #1 emdr is being submitted to FDA for a reportable event that occurred outside the USA. The report includes corrected and additional information not available/included in the initial report. Corrected information: b5: corrected event description clarify that the lens was never implanted into the patient. H3: corrected to yes. Additional information: g6: type of report - noted as follow-up #1. H2: type of follow-up - noted for additional information. H6: added codes for manufacturer's investigation: type; findings; and conclusion. The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: pc-60r). We also confirmed there were no abnormalities on the loop pull strength test record of the material lot: (tocj-60-73). The dye test result showed the injector tip was properly coated. The lens release test result showed that the re-installed new iol could be released out of the returned cartridge/tip without any problems. From our investigation, we couldn't confirm the reported event. The exact root cause was not determined. However, based on the available information and our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Event occurred in brazil. Clogging. Iol got stuck during slider advancement; slider cannot advance. Update 04jul2024: in this case, when the lens was injected, it came out torn and was removed immediately, and the part that was injected and applied with the injector was removed immediately. The lens was never implemented. When the lens came out of the injector without the haptic, it touched the patient's eye and was immediately removed. No harm came to the patient. The fragments were taken out. A new lens was implanted. No medication was necessary. The patient completely recovered. Problem code: a050301 - failure to eject.